Event description:
Valiant navion stent grafts were implanted during an unknown endovascular procedure on an unknown date.  It was reported via the patients spouse that since the index procedure the patient has had intermittent pain in the chest and shoulder region. Post index CT showed no aneurysm expansion outside of the endograft. A CT taken showed the presence of aneurysm enlargement. On an unknown date in 2021 aneurysm enlargement was still noted and there was evidence of kinking of the graft in the distal thoracic aorta which was causing mild to moderate stenosis. In a second CT in 2021, unknown endoleaks were observed with marked opacification of the false lumen on delayed imaging. The patient was no made aware of the valiant navion recall.  No cause as per the physician was provided.  No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: vnmc4040c218tu, s/n: unknown; use by date: unknown; upn # unknown. Implant date: year valid only. Medwatch number mw5108790. If information is provided in the future, a supplemental report will be issued.